Manufacturer narrative:
The device is expected to be returned for further evaluation. As additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the device, involved in the event, infused an inaccurate dose of an unknown medication. The amount displayed as delivered is greater than what was actually delivered to the customer. The report stated the pump showed it infused 250ml of an unknown medication; however, only 50ml was dispensed. There was patient involvement; however, there was no report of an adverse event or patient harm. No additional information is available at this time.

Manufacturer narrative:
H10: testing found: that during the DHR accuracy test, the result was 20.6ml that is within 19ml to 21ml specifications. The reported issue was not duplicated.